Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient and pinhole was noted. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient was good post procedure.